Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during yearly maintenance it was determined that the centrimag motor has difficulties centering the pump. This results in the pump vibrating visually and audibly. The motor was removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulties centering the pump was unable to be confirmed. The returned centrimag motor (B)(6) was returned and revealed that the screw on the motor¿s locking mechanism was bent. The centrimag motor was connected to working test centrimag equipment, the bent screw was observed and an increased difficulty in locking in the pump was observed due to the damage to the screw. The screw was tightened down and the unit was powered on. The pump was able to start up without atypical results. The motor was able to center the pump after fully securing the locking screw. The pump was run at multiple different speeds and was able to function as intended. The observed damage to the screw is consistent with the report of difficulties centering the pump. Atypical events were unable to be reproduced throughout all testing. Log files were not submitted for review. The root cause for the reported issue was determined to be a bent locking screw on the motor. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and operating manual can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.